Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a scissor blade broke off during surgery and fell into the abdomen onto the intestine. Procedure was completed successfully with 5 mins delay. However, since medical/ surgical/ diagnostical intervention is required, this case is reportable.